Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain/ abdominal pain'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage'), abortion spontaneous ('miscarriage') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: current weight 167 lbs. Previously administered products included for an unreported indication: ortho tri-cyclen from 2006 to 2008. Concurrent conditions included blood pressure high and overweight. Concomitant products included ketorolac since (B)(6) 2016, propranolol since (B)(6) 2016, sumatriptan since (B)(6) 2011 and topiramate (topamax) since (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 4 months after insertion of essure. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/ uti") and vulvovaginal mycotic infection ("infection (other) describe: yeast infection"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2011, the patient experienced migraine ("migraines /headaches"). On (B)(6) 2011, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("mood swings"), depression ("depression/ psych injury") and anxiety ("anxiety/ psych injury"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), headache ("headaches") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, feeling abnormal, dysmenorrhoea and dyspareunia had resolved, the pregnancy with contraceptive device, abortion spontaneous, hypersensitivity, acne, mood swings, depression, anxiety, weight increased, abdominal distension, headache, hormone level abnormal and vaginal infection outcome was unknown and the migraine was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, acne, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events per pfs: pregnancy: stillbirth/miscarriage, miscarriage, pelvic pain, back pain, general abnormal bleeding, hypersensitivity, device ineffective, headaches, hormonal changes, vaginal infection. Essure implant date updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Previously administered products included for an unreported indication: ortho tri-cyclen from 2006 to 2008. Concurrent conditions included blood pressure high and overweight. Concomitant products included ketorolac since (B)(6) 2016, propranolol since (B)(6) 2016, sumatriptan since (B)(6) 2011 and topiramate (topamax) since (B)(6) 2011. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (other) describe: yeast infection"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2011, the patient experienced migraine ("migraines /headaches"). On (B)(6) 2011, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, feeling abnormal, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, dysmenorrhoea and dyspareunia had resolved, the urinary tract infection, acne, mood swings, depression, anxiety, weight increased and abdominal distension outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, acne, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events .new events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, infection (other) describe: yeast infection, rashes or skin conditions type: acne, migraines /headaches, neurological conditions or problems type: brain fog, mood swings, depression, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, gastrointestinal or digestive system condition type: bloating. Event outcome , onset date, concomitant drugs , lab data , historical drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.